Event description:
Data interface unit (cic) for ge at the centralized telemetry froze up, not allowing the nurse/tech to click or perform any action on the display. Not able to admit, review, or access anything on the display. Staff were not able using the mouse or the touch screen. Once the device was restarted, it came back up and worked normally. This is the second time this device causes a similar problem. Previous incident, the same device gave a "memory error" and stopped to work. Per site reporter: no answer from ge healthcare yet.